Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a revision surgery due to screw loosening, kyphosis and pain. It was reported that during the final tightening of the new break off setscrew the tip of the driver broke off and removal of the tip delayed the case approximately 1 hour requiring a transfusion. No additional patient complications were reported.